Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00451 on 12-dec-2019. Additional information (10-jan-2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total service call (tsc) and preventative maintenance (pm). The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
The customer contacted siemens to report a difference in patient precision results for calcium arsenazo (ca2) on their advia chemistry 1800 instrument. It is unknown if these results were used for diagnosing patients or if there were discordant patient results generated from this event. Customer had rerun 20-30 samples to verify results. There were no known reports of patient intervention or adverse health consequences due to patient precision results.